Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The metasul head moved from main product to associated product. Therefore, this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Event description:
See h10.

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain and migration.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: x-rays received. Pictures of products received. Lab test results received. Letter from hospital received. Revision report received. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available zimmer biomet (winterthur) will proceed with the investigation. An additional report will be submitted as soon as the investigation results are available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00184-1, 0009613350-2021-00185-1.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: fitek cup hip imp win; catalog#: unknown; lot#: unknown. Metasul, alpha insert, gg/28; catalog#: 01.00010.407; lot#: 2056400. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to pain and migration. There was a 2 degree anteversion of the stem and an anteversion of 39 degree of the cup.